Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) was folded in the usual fashion; however, when deployed, the heartstring would not expand or open. No delamination/cracking of the seal was noted before or during loading of the hs iii seal. No procedural delay. The customer opened a new device. No harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/01/2022. An investigation was conducted on 09/08/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned inside the loading device. The seal was loaded into the delivery device and the delivery device was removed from the loading device. The white plunger was observed not to be depressed and the blue slide lock remained engaged. The seal was removed from the delivery device and was observed to be in an intact, unfolded state with no cracks or delamination. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.220 inches ((B)(6)). The length of the delivery tube was measured at 2.516 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000252228 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.